Manufacturer narrative:
Additional procode: jey. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a case of a maxilla resection with fibula bone as the flap on (B)(6) 2019, a drill bit was used to implant nine (9) 6mm screws into the bone. Two (2) screw heads popped off/ broke and the screw shaft remained in the bone. It was further reported that the fibula flap died, and the surgical team had to remove it. This was determined to not be caused by the screw breaking off. Procedure was completed successfully with a three (3) minute delay. Current patient status is unknown. Concomitant devices: matrix 1.1mm drill bit (part: 03.503.246, lot: unknown, quantity: 1). This report is for a titanium (ti) matrixmidface screw. This is report 2 of 2 for (B)(4).